Event description:
Customer reported receiving erratic readings on their precision xtra meter. Customer reported receiving readings of 27 mg/dl, 26 mg/dl and 108 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Optical module, model om2, (B) (4) was reported as having the svo2 incorrect, drifting. No patient injury was reported.

Manufacturer narrative:
The meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were not found in meter memory. This is a final report.